Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting of. The customer¿s blood glucose (bg) level was displayed as ¿high¿, however, a specific value was not provided. A manual insulin injection was administered to address bg level. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.